Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient via the healthcare professional of the clinical study reported a burning sensation at the ins site on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2017. The healthcare professional of the clinical study later reported the cause was not determined and that these are "two different events". Follow-up is being conducted to clarify the "two different events".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient reported the device felt hot while charging. The interventions included trigger point injection of 1cc triamcinolone and 4cc bupivacaine on (B)(6) 2016. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study confirmed no additional actions were taken.